Event description:
The artic sun temperature management system was used on the day of the event during "opcab" surgery. No skin abnormalities were noted when the device was removed at the conclusion of surgery. Five days later a skin abrasion of approximaely 7 cm x 3 cm was noted on the patient back. The abrasion was reported to be healing well. No treatment was required.